Manufacturer narrative:
D4. Lot: the lot number provided 31522837l could not be confirmed as valid. Therefore, this field is left blank. D4: UDI: as the lot number for the device involved in the event could not be confirmed as valid, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool smarttouch sf and about halfway through the ablation line, there was a rise in impedance. The ablation temporarily halted as there was an effusion noted at baseline. Intracardiac echocardiography (ice) confirmed that there was no change in the effusion, and the physician decided to continue with the procedure. There was no further consequence, and no medical intervention was necessary for the patient as of the time of reporting. The patient was on standard bed rest. Additional information received indicated that the physician paused ablation. The physician checked the cardiac effusion, which was observed at baseline. The physician did not believe that the effusion had changed. The patient left after their usual post procedural bed rest. This was a typical flutter, no transeptal punctures were performed. There was a total of twenty-one radiofrequency ablations outside the pulmonary veins. Graph, dashboard, vector were used for visualization. Parameters for stability were 3, 3, 25%, and 3. There was no additional filter used. Tag index was used prospectively. Ablation mode and thresholds rf, 42 or 43 watts. Range was left on automatic. Target around 550 ablation index. No additional filter was used with visitag. No errors were reported by the biosense webster systems. There was an increase of what looked like bubbles on ice and an increase in the impedance. Correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of the ablation. There was no patient consequence.